Event description:
Pt status/post c-section on magnesium sulfate. Pt complaint of nausea, flushed, feeling of "suffocating" and restless. Magnesium sulfate turned off. Upon inspection, magnesium sulfate infusion appeared to have been infusing faster than the 20 ml/hr as ordered. It appears pt may have rec'd 6-8 gm of magnesium sulfate even though pump was set for 2 gm/hr.